Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's stations (cns) and the remote network stations (rns) went down due to a power issue with the servers. They corrected the power issue, and the cnss came back up normally, but the rnss were in comm loss. Nihon kohden computer information technology systems support (cits) restarted the unified gateway (ug) service, which resolved the issue with the rnss. No patient harm or injury was reported. Investigation summary: the issue was resolved when cits remoted into the system and reset the ug service. The root cause is determined to be the facility's network environment. An ungraceful exit due to a power outage resulted in network settings defaulting to the factory settings, which were resolved with the ug service reboot.

Event description:
The biomedical engineer reported that they had a power issue with the servers and the central nurse's stations (cns) and the remote network stations (rns) went down. They corrected the issue with the power and the cnss came back up normally, but the rnss all showed as communication loss. Nihon kohden computer information technology systems support (cits) restarted the unified gateway service, and the rnss were now able to monitor patients. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer reported that they had a power issue with the servers, the central nurse's stations (cns), and the remote network stations (rns) went down. They corrected the issue with the power, and the cnss came back up normally, but the rnss all showed as communication loss. Nihon kohden computer information technology systems support (cits) restarted the unified gateway service, and the rnss were now able to monitor patients. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device(s) were being used in conjunction with the cns. Remote network station: model: rns-6803, sn: (B)(4).

Event description:
The biomedical engineer reported that they had a power issue with the servers, the central nurse's stations (cns), and the remote network stations (rns) went down. They corrected the issue with the power, and the cnss came back up normally, but the rnss all showed as communication loss. Nihon kohden computer information technology systems support (cits) restarted the unified gateway service, and the rnss were now able to monitor patients. No patient harm was reported.